Manufacturer narrative:
(B)(4).the complaint device was not returned for evaluation. The complaint cannot be confirmed. It was stated that the patient inserted the sensor at their arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor applicator from the sensor pod after attempted sensor wire deployment, the sensor wire was attached to the applicator and no portion of the sensor wire remained on the sensor pod. The attempted sensor wire insertion was at the arm. No additional event or patient information is available.